Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.